Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that there was a hole in the bd insyte-n¿ autoguard¿ shielded IV catheter sheath at the hub connection that caused fluid leakage during use. The following information was provided by the initial reporter: "rn inserted IV in patient successfully, got immediate blood return in catheter and out of hub. When they hooked up the flush to flush the line, there was fluid was leaking at the juncture of the catheter and the catheter hub, like there was a hole in the catheter where it meets the hub. Rn had to d/c the IV and restart a new one."